Event description:
A malfunction was reported on the customer's pump with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to call back if the issue recurred.